Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported difficulties were unable to be confirmed as the stent was already fully deployed and not returned. The difficulty with the thumbslide was not confirmed as the thumbslide was advanced and retracted and operated properly with no resistance observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the distal sheath of the delivery system was bent or entrapped within the anatomy preventing the ratchet from properly engaging the stent resulting in difficulty advancing the thumbslide and causing difficulty releasing the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional supera self expanding stent system (sess) referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous superficial femoral artery (sfa). The vessel was pre-dilated several times with unspecified balloons that had a diameter of 5.0 and 6.0. The 5.5x200mm supera self expanding stent system (sess) was deployed; however, when removing the delivery system under fluoroscopy the stent was removed with it. Another 6.5x150mm supera sess was advanced and deployed; however, when removing the delivery system under fluoroscopy the stent also came along with it. It was noted when deploying the stents of both sess resistance was felt with the thumbslide. No further stents were advanced. There was no adverse patient effect and no clinically significant delay. No additional information was provided.